Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: were fragments generated? Unknown, if yes, were they removed easily without additional intervention? No, could you please explain if there was additional intervention required to retrieved the device? If yes please explain. No additional fragments were generated; just the needle popped off and landed in the patient¿s chest the needle was easily removed from the chest and no additional intervention was needed.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the needle popped off at the swage and fell into the patient chest cavity. The needle was recovered from chest cavity. Procedure was successfully completed. There were no adverse patient consequences reported. Additional information was requested.